Event description:
A physician reported following the intraocular lens implantation the patient was not happy with the overall outcome of the surgery. Immediately post surgery the patient vision was alright. After reaching to (B)(6) the patient initially had issues of a lot of glare. Recently the vision for far and near was not satisfactory and needed glasses all the time though the complain about glare had reduced. Also complained of visual disturbances and vision was not in the optimal range. A yag was performed. An lens exchange also has been advised. Additional information has been requested and received stating the patient had experienced halos. The patient was not hospitalized for the event. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).